Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported running out of insulin in the ilet and experiencing elevated blood glucose (bg) levels for the past three days. The agent advised performing a supply change to restore insulin delivery. Follow-up confirmed bg levels were decreasing. The highest blood glucose (bg) recorded was 346 mg/dl. Bg was corrected after insulin delivery resumed. The user reported feeling high but no other symptoms. No medical intervention was reported at the time of call.

Manufacturer narrative:
Additional information was received on 10-sep-2025 indicating that the end-user sought emergency room treatment for hyperglycemia on the same day as previously reported in MDR #3019004087-2025-04623. The user reported blood glucose values up to 401 mg/dl and confirmed that they had run out of insulin and had not changed supplies for several days. The user was treated with insulin injections at the hospital and released the same day. This additional information represents an escalation of the original complaint and does not reflect a separate event. The root cause remains user handling error due to failure to change supplies and replenish insulin. Device history record (DHR) for ilet s/n (B)(6) was reviewed and found to meet all manufacturing specifications prior to release. No issues related to this event were identified in the DHR. A review of complaint history for this serial number revealed no similar failure modes or reported harm.